Event description:
According to the available information, a revision is required due to urethral erosion with virgin implant. Replacement of all components required but not yet completed. Procedure scheduled for a months' time.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.